Manufacturer narrative:
It was reported to an arjo representative on 2019-nov-14 that there was an incident with the involvement of maxi twin passive floor lift and passive clip sling. Following information provided, after the sling clips were attached to the spreader bar to transfer the resident from the bed, draw sheet was wrapped around patient torso and tied on the top of the lift spreader bar. When the transfer began, patient unexpectedly slid out of the sling to the ground. It was noticed that 2 leg clips of the sling were no longer attached to the spreader bar attachment points. As the consequence of the event, patient sustained fracture to left ulna/radius. Hospitalization of resident was also needed where a splint on a broken arm and also analgesia were given. After the event arjo qualified representative visited the customer to collect additional details regarding the incident circumstances and to conduct device evaluation. According to the information collected: ¿there were speculations made that either the leg straps were not applied and it was missed because the draw sheet was hiding them, or when they tied and tightened the draw sheet the clips came off the lugs. Either are possible causes.¿ based on that we can state it is possible for the caregivers to not have followed the labelling and use the improper technique of attachment procedure. During the visit the device evaluation was also conducted. Maxi twin lift and the sling were in overall good condition. However, when trying to reconstruct the event, it was noticed that sling clips and spreader bar leg lugs (attachment pins) did not create an effective system as the clips - leg pins attachment was not stable enough. The contributing factor of this reported issue was the combination of sling clips, which as according to the arjo representative, ¿didn¿t look worn down but were no longer holding tight to the lugs¿ and insufficiently good condition of lift spreader bar lugs, confirmed when testing the lift with other slings which were in a customer possession. Number of different clips were attached to the claimed leg lugs and it was revealed that none of them hold tight to them. As the clips were hidden behind the sheet, before the transfer began, it was missed by the caregivers to check if the clips are attached correctly and remain in tension as the weight of the resident was gradually taken up, which corresponds to the statement provided by the facility ¿ inappropriate lifting procedure provided by the caregivers. Each component is subject to wear, therefore should be checked regularly. The maxi twin lift instructions for use (04.kt.00 rev. 13) also includes information about safe and correct use of the product as well as steps of correct attachment of the sling: ¿every week: visually check all exposed parts¿ ¿warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation.¿. ¿visually check the slings. Check for (¿) damaged plastic clips. If the sling is found damaged in any way, take out of use immediately and replace the sling.¿ to conclude, the floor lift and the clip sling were used as a system for patient¿s care. Inadequate sling application on the spreader bar lugs and inadequate connection between sling clips and spreader bar lugs attachment points were identified as a contributing factors to the reported incident. These factors caused that the arjo system could not perform according to the intended purpose. We decided to report this complaint to the competent authorities due to the circumstances: patient fall and serious injury outcome.

Manufacturer narrative:
The customer has been visited by the arjo representative to perform detailed interview and device evaluation. We are in the process of reviewing information gathered.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer from the bed, the patient slipped out of the sling on his left side to the ground. Following information provided it was noticed that 2 leg clips of the sling detached from the lift spreader bar. As the consequence of the event patient sustained fracture to left ulna/radius. Hospitalization of resident was also needed where a splint on a broken arm and also analgesia were given.